Event description:
"The arthroplasty was revised due to infection. The femora, tibial, and patellar components were revised. The components were implanted in situ for .35 years. The patient presented with a ucla score of 4 three months prior to revision surgery." Note: medical records and x-rays were not provided to stryker for review.